Event description:
On (B)(6) 2010, a baxter medical information specialist received a call from a facility dialysis technician reporting a patient reaction using a xenium xph170 dialyzer during hemodialysis therapy. During a follow up call on (B)(4) 2010, the technician indicated one patient had experienced reactions on 5 separate dates during use of a new xenium dialyzer on each date. The reactions were with xph170 dialyzers, product code of h25604a, lot number unknown. The samples were discarded and there are no companion samples available. On the (B)(6) 2010, the patient's blood pressure dropped at the end of therapy. The patient complained of feeling dizzy, confused, lightheaded, weakness and had developed restless leg syndrome. The patient's blood was rinsed and returned to the patient with extra fluid. The interventions given when the reaction occurred included: changed machines, stopped heparin, saline boluses, increased the dry weight, gave tylenol, started him on neurontin on (B)(6) 2010. Components of therapy included: tylenol, hectorol, aranesp. The patient completed the therapy with the same dialyzer. The therapy was stopped. The facility staff considered the use of heparin (3000 unit bolus and 1200 units per/hour) may have contributed to the event, therefore, no heparin was given during this therapy. Two days after this event ((B)(6) 2010) the patient went to the hospital because of a low hemoglobin. The patient indicated he was not sure if the low hemoglobin was because of the reaction on (B)(6) 2010. Intervention for the low hemoglobin is unknown. The patient was also treated for the restless leg syndrome (treatment unknown). This is the third event.

Event description:
Clinic emailed urgent product recall of precision point glucose test strips produced by (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. The lot number is unknown therefore a batch review could not be performed. Should additional information become available, a follow up report will be submitted. Baxter has received similar reports of patient reaction.

Manufacturer narrative:
(B)(4). Nipro batch and retention sample review indicated: no abnormality was found in the records or findings of the biological tests performed for the lots in the release inspection. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.